Manufacturer narrative:
Relevant retention material of roche cardiac poc troponin t from lot 33117210 was measured on the received customer cobas h 232 instrument and on qualified retention cobas h 232 instrument, in comparison to the master lot # 28237880, with one native blood sample and two spiked blood samples (c=70 ng/l and c=100 ng/l), each blood sample n=three test strips per lot and meter. The blood samples were measured also on cobas e411. The mean of the measurements on cobas h 232 from the customer with relevant retention material #33117210 was: native blood sample: <40 ng/l, first spiked blood sample (c=70 ng/l): 66 ng/l, second spiked blood sample (c=100 ng/l): 96 ng/l. The mean of the measurements on qualified cobas h232 with relevant retention material #33117210 was: native blood sample: <40 ng/l, first spiked blood sample (c=70 ng/l): 65 ng/l, second spiked blood sample (c=100 ng/l): 96 ng/l . The mean of the measurements on qualified cobas h232 with master lot was: native blood sample: <40 ng/l, first spiked blood sample (c=70 ng/l): 64 ng/l, second spiked blood sample (c=100 ng/l): 100 ng/l . The results of the cobas e411 measurements were: native blood sample: <3.00 pg/ml, first spiked blood sample (c=70 ng/l): 68.21 pg/ml , second spiked blood sample (c=100 ng/l): 91.50 pg/ml. The results of all measurements fulfil our requirements. The customer¿s instrument did not show any malfunction. The results were comparable with the ones on the retention instrument and cobas e411.

Manufacturer narrative:
Additional test results were provided for the sample. Medwatch field was updated. The investigation is ongoing.

Manufacturer narrative:
The customer is using non-roche quality control material. Third party quality controls should not be used on the cobas h232 as it requires a lot specific code chip for the control measurements. Using a non-roche quality control material can lead to false results. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant cardiac poc troponin t result for 1 patient sample on a cobas h232 instrument serial number (B)(4). The initial troponin t result from the h232 meter was 109. Based on the patient's symptoms the customer was sent to another hospital and the troponin t result was <5. The laboratory method was not provided. The sample was repeated on a different h232 meter and the troponin t result was negative. The units of measure were asked for but not provided. There was no allegation of an adverse event. An interference is suspected in the patient sample. This h232 instrument is not released for distribution nor is like or similar to a product released for distribution in the united states. The suspect device was requested to be returned for investigation. Relevant retention material roche cardiac poc troponin t of lot #33117210 was measured on qualified cobas h232 with: one native blood sample and two spiked blood samples (c=80 ng/l and c=110 ng/l), in comparison to the master lot # 28237880, each blood sample n=three test strips with each lot. The mean of the measurements with relevant retention material # 33117210: native blood sample : <40 ng/l; first spiked blood sample (c=80 ng/l): 83 ng/l; second spiked blood sample (c=110 ng/l): 106 ng/l. Mean of the measurements with master lot # 28237880: native blood sample : <40 ng/l; first spiked blood sample (c=80 ng/l): 82 ng/l; second spiked blood sample (c=110 ng/l): 111 ng/l. The results of all measurements fulfill our requirements.